Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) found that the tower door producing multiple clicks before failing. Fse replaced the latch assembly and customer tested the door by performing an inventory on the station application and confirmed its proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was failed and clicking multiple times. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, however, no delay was reported. There were no adverse events or injuries reported based on this incident.